Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2017 and barbed suture was used. During the procedure, the barbed suture was broken at the beginning of suturing. There were no adverse patient consequences reported. No additional information was provided.